Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the device identified distal stent damage. Struts on rows 3 and 4 from the distal end were slightly raised. The outer diameter (od) of the damaged section was measured at 1.27mm. The od of the stent area where no damage was present was measured at 1.10 mm. The tip was slightly flared. No issues were noted with the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There were kinks identified along the entire length of the hypotube. Mandrel resistance was encountered due to the presence of solidified blood within the lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulty occurred. The 90% stenosed lesion was located in the severely tortuous and severely calcified left anterior descending coronary artery. The lesion was predilated and the 3.0x16mm promus element stent delivery system was advanced but was unable to cross the lesion. Additional non-bsc stents were attempted but also could not cross the lesion so the procedure was closed without stenting this lesion. No patient complications were reported and the patient's status is stable. However, product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.